Event description:
On (B)(6) 2012, the patient contacted animas that she has been experiencing elevated blood glucose (bg) over 250 mg/dl with increased thirst, dry mouth, numbness in her jaw, and headaches for three weeks. The patient stated that she treats the elevated bgs with correction injections and bgs respond, but then elevate again. The patient stated bgs do not respond to pump corrections. The patient noted that she has increased her basal rates, adjusted her insulin to carbohydrate ratio, and tried increased temp basal programs with no change in bgs. The patient denied any alarms on the pump and denied any site or set issues. All settings and histories were found to be correct during troubleshooting. The patient reported that she had a lorazapam dose increase a few weeks back, and noted that for the first week of elevated bgs she thought it was due to being on vacation. However since the bgs have not resolved, the patient stated the believes the pump is not delivering appropriately and requested the pump be replaced. There was no pump malfunction identified during troubleshooting, however this complaint is being reported due to the allegation that the patient experienced hyperglycemia while on insulin pump therapy and due to the allegation of a non-specific pump malfunction.

Manufacturer narrative:
(B)(4): there was no activity outside normal use observed in the black box or download history. The total daily insulin delivery totals correctly reflected the user's programmed basal rates. A 29 flow accuracy test was performed and the pump passed and was found to be delivering within specifications. There was n defect found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.